Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.5 episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. The criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-sensing integrity counter (sic) and non-sustained tachycardias. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 409 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter). 42 v-sics since last session 16.7 hours ago and updated analysis showed 305 v-sics since last session 1.57 days ago.

Event description:
It was reported that the patient's lead had high pacing impedance, sensing integrity counter (sic) and noise. During explant of the lead it was noticed that there were additional sutures on the lead body and blood was seen under the outer layer of insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summaryanalysis information -- (B)(6) 2016 20:10:19 cst pli# 10 product ID# (B)(4) the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.